Event description:
During procedure, centurion unit #89543 flashed code #110 fluids lost. Circulating rn popped cassette and tried to reinsert. Cassette would not insert. Open new sterile cassette. Machine did not show bag of fluid in machine, even though there was a bag. Opened door and reclosed door, but machine did not recognize bag of bss. Shut machine down and brought in centurion unit # 102296 to use. Surgery continued. There was a 5 minute delay during surgery.